Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2015 to facilitate abutment removal. The implanted device remains. This report is filed january 27, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2015 the patient's abutment was removed. The implanted device remains.